Event description:
The customer's mother reported that tha patient had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's mother stated that they had button error on a insulin pump and it was hard to bolus, she was high for 2 days. The customer had a new insulin pump delivered in 2 hours and with an return envelope for the one. The customer's mother was so very happy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.